Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced multiple complications, including erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient had the procedure for stress urinary incontinence. A partial mesh removal was done on 09/03/2009 and 05/04/2010 due to erosion, increase urinary incontinence, pelvic pain, bleeding, and injury.